Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A service history record review was attempted for the subject device but could not be completed because the device is a lot controlled item. The manufacture date of this item is 8-sep-2004. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the little quick connect to the flexible shaft connector disassembled itself during the reaming process. The pieces fell on to the floor, with no parts falling onto the patient or into the patient's wound. Another drill from a competitive company was on-hand in order to re-connect the reamer shaft and complete the operation. There was no patient harm and surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service & repair evaluation: the customer reported the item broke; the repair technician reported the item came apart. Worn out parts is the reason for repair, but the item is not repairable. The cause of the issue is unknown. The item will be forwarded for further investigation. Product investigation summary: the returned instrument was examined and the complaint condition was confirmed as the connector was received disassembled; all components were present. No definitive root cause was able to be determined; however, the failure mode is consistent with mis-assembly following sterilization. The flexible shaft connector is a component of the flexible reamer set, which is utilized if reaming of the medullary canal is desired prior to the implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and cannulated tibial nails. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. The failure mode is consistent with improper reassembly following sterilization. The set screw is intended to align the knurled cap with an angled slot in the instrument body, allowing the release mechanism to function smoothly. Based on the complaint description, it is likely that the set screw was not aligned with the slot and, therefore, was not able to be fully threaded into the cap. This resulted in the instrument falling apart intra-operatively. (B)(4); as such, the instrument was not intended to be disassembled. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.